Manufacturer narrative:
(B)(4).

Event description:
Ref MDR #3010532612-2014-00024 for the first event involving the same pt. It was reported that the event occurred while in the pediatric cardiology dept during use. The physician inserted the ai-07135 via right femoral vein without issue. When injecting the contrast medium (500 psi) the balloon broke. As a result, the device was removed. A new kit was opened and inserted without issue. The procedure was completed successfully using the third product. There was no pt death, complications or injury reported. No medical/surgical intervention was required. There was a delay or interruption in the therapy with no harm to the pt noted. An update received on 10/02/2014 stated that contrast medium maximum injecting is 650 psi; however, the physician just injected 500 psi contrast medium and found out reflux through the x-ray. He thought the balloon might be broken. After withdrawal, the balloon breakage was confirmed. They were unable to observe if the balloon was asymmetrical during the x-ray.